Event description:
Meter name: fasttake. Strip name: fasttake. Meter code: 25. Strip code: 25. Strip storage: ni. Symtpoms: none. A patient reported they were experiencing results of 540 and 132mg/dl. It is unclear if the results were on the same meter back to back. If they were it is a difference of 108%. The notes then indicate the paramedics were called. The pt was given sugar and the next result was 32mg/dl. Unknown on whose meter. No further information has been reported.